Event description:
A customer observed negatively biased tsh quality control results on the vitros eci analyzer. The pt sample results were not affected. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they occurred on pt samples. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event showed biased tsh quality control results occurred. During the investigation, an ocd field engineer calibrated the eci analyzer's luminometer. Post luminometer calibration, all assays required recalibration prior to running in accordance with manufacturer's recommendations. The biased tsh quality control results of this event were obtained on a tsh calibration that was no longer valid for use since it occurred prior to the luminometer recalibration. Once the tsh assay lot was re-calibrated, acceptable tsh results were obtained. The root cause of the event is user error.